Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the issue.